Event description:
The pt was implanted with left ventricular assist device (lvad). The vad coordinator reported pt passed away on friday (B)(6) 2013. The pt was readmitted last week with complaints of stridor and was diagnosed with tracheal stenosis. He had a procedure by ent to do a tracheal balloon angioplasty. Pt was doing fine and after walking around the unit in ICU he laid on the bed and his eyes rolled back and he arrested. A full code was performed and he was in asystole. They observed the pump to be running on auscultation and there were not any audible or visual alarms. After all meds give, chest compression were initiated and they were unable to revive the pt and he expired.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.